Manufacturer narrative:
Device received with missing segments due to cracked lcd glass. Unable to perform the displacement test and self test due to missing segments.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was messing up and there were lines on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.